Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain in the device pocket. During an x-ray it was determined that the right atrial (ra) lead had dislodged. During the ra lead replacement procedure, the physician noted that while unscrewing the lead they were unable to determine if the screw had come all the way back. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst note the full lead was returned with a stylet in the lead. The lead was returned with the helix bent. If information is provided in the future, a supplemental report will be issued.